Event description:
Patient reported "my sex life ruined. The sling is too tight. I have a tremendous amount of pain, and it doesn't work. I've still got the same problems I had before." A revision surgery has not been determined at this time. Patient has implanted monarc and perigee slings.